Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the device was performed. Visual observation noted the presence of body fluid contamination in the lead barrels. Telemetry was unable to be established with the device. Laboratory analysis confirmed device memory corruption and concluded that the corruption was induced.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during routine replacement of this cardiac resynchronization therapy pacemaker (crt-p), the device experienced a power on reset and reverted to safety mode during electrocautery use. Pacing was being provided to the patient through a pacing system analyzer (psa). The device was successfully explanted and replaced. No adverse patient effects were reported.